Manufacturer narrative:
The device was received for evaluation in backup mode, and the battery was above elective replacement indicator (eri) level. Analysis of device image indicated that a false eri was triggered due to transient low battery fluctuations resulting from automated settings. Analysis of battery trend data indicated that battery voltage was above eri level throughout the implant duration. Device image also indicated that backup mode was triggered one week after the explant date, consistent with effects of cold temp exposure on battery level. After restoring the device from backup mode, electrical and mechanical test results indicated normal functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a follow-up, there was a decrease in the longevity of the device as well as an increase in the battery impedance. It was suspected that the programmer overestimated the longevity of the device. The device was explanted and replaced and the patient was stable.